Event description:
It was reported that patient was experiencing fewer seizures but they were lasting longer than prior to vns. The patient's seizures typically stop on their own and only needs to use diastat once a year to stop a seizure but now the patient needs diastat 8-10 time a month. This increased used of diastat had been since vns had been turned on. The patient had their lamictal increased to 1/2 table at bedtime. The physician turned the patient's generator off to evaluate if the seizures are related to vns. The patient was to remain off for a period of two weeks. The office has not heard back on how the patient is doing and the patient has not been seen back at the office.